Event description:
During an atrial fibrillation a polarx was selected for use. Due to a blood detection error during cooling of the right inferior pulmonary vein the polarx and the cryocable were replaced. It is unknown if blood was visible. The procedure was completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
No visible blood was observed inside the balloon region. The polarx was leak tested and passed all inner and outer balloon leak tests. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. The inner balloon blood detect wires were found to be split. This wire split could lead to the wires contacting each other which would result in a false blood detection error. This failure is addressed under CAPA-00007670 polarx bifilar wire failures.

Event description:
During an atrial fibrillation a polarx was selected for use. Due to a blood detection error during cooling of the right inferior pulmonary vein the polarx and the cryocable were replaced. It is unknown if blood was visible. The procedure was completed without any patient complications. The device is expected to be returned for analysis. It was further clarified that the issue did not during resheathing, the blood was visible but is not sure whether it was inside or outside of the catheter.